Event description:
It was reported the device has low power. No adverse events were reported as a result of this malfunction. The event was out of surgery, the device was not new, no further information is available at this time and diligence is complete.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial repot. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3: device not yet returned.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. E1 phone:(B)(6). G2 foreign: italy. Review of the most recent repair record determined the corroded motor had no rpms as there were cable contact issues. The plug harness assembly and motor were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.